Event description:
The customer reported image errors - artifacts and red dots appeared from the evis exera iii colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water tube has foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no leakage during incoming inspection. The air/water tube and air/water cylinder had foreign objects due to insufficient reprocessing. The suction cylinder had no color. The cover of the charged coupled device (ccd) was damaged. Due to wear of the angle wire, bending angle in the down direction did not meet the standard value. The light guide bundle had breakage. The light guide lens had a crack. The bending tube was deformed. The connecting tube and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in operation manual chapter 3 preparation and inspection IFU states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.